Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was stated that an error reference occurred and the pump stopped. The pump was restarted and worked normally after. The error happened during patient treatment. The patient did not suffer from this pump stop.

Manufacturer narrative:
The unit has been investigated by life cycle engineering (lce) in (B)(4): in the beginning the rotaflow console and the rotaflow drive were checked. After 13 hours of continuous operation the error "reference" appeared and the pump stopped. After testing the failure stayed on. It was found out that the voltage value was too low. Therefore the component tr1 on the power supply board which is responsible for the supply voltages could be the final confirmation and the power supply board has to be exchanged. Two additional failures are noticed: alarm and signal tones are too light. Cover of the circuit breaker was fixed on the switch below. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this a systemic error. The data is also being handled through a designated maquet cardiopulmonary trending applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).